Manufacturer narrative:
(B)(4).

Event description:
It was reported that atrial lead noise resulting in automated mode switch episodes was observed through a remote merlin.net transmission. No patient symptoms were reported. The patient was seen in clinic on (B)(6) 2015 where the noise could be reproduced through isometric movements. Device reprogramming was performed and the patient would continue to be monitored.